Event description:
It was reported that the procedure was not able to be completed due to a touchscreen malfunction. An icefxtm cryoablation system was selected for a cryoablation procedure. When the screen was turned on for the first time, however, the touch screen did not work. The procedure could not be completed due to this event. No information has been obtained regarding the patient status despite multiple good faith efforts.

Event description:
It was reported that the procedure was not able to be completed due to a touchscreen malfunction. An icefxtm cryoablation system was selected for a cryoablation procedure. When the screen was turned on for the first time, however, the touch screen did not work. The procedure could not be completed due to this event. No information has been obtained regarding the patient status despite multiple good faith efforts. It was further reported that the procedure was cancelled after administration of local anesthesia. Another console was brought in from another health care facility, and the procedure was completed with the replacement console that afternoon.

Manufacturer narrative:
E1,e2: updated with physician and facility details.